Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console having an s3 alarm and not switching off was confirmed at the edc. A review of the downloaded centrimag console log file spanned approximately 13 days (B)(6) 2024 per time stamp). On (B)(6) 2024 between 12:22:33 and 12:31:05 the "system alert: s3" alarm intermittently activated due to a sf_sps_power_button_inconsistent sub fault. There was no motor connected to the console at the time of the event. There were no other notable alarms active in the log file. The returned centrimag console, serial (B)(6), was evaluated at the edc. The returned console underwent functional testing and it was noted to have an intermittent power button error which caused a s3 alarm, reproducing the event. This issue resulted in a stop of the shutdown sequence. The issue was narrowed down to the intermittent response issue with power button assembly which was replaced. The power button assembly was forwarded to ppe for further analysis. Visual inspection of the returned power button assembly revealed no anomalies. The power button was assembled and was connected to a known working test fixture. The power button functioned as intended and was able to turn on/off the test console multiple times without issues. Atypical events and alarms were not reproduced throughout ppe testing. The provided information stated that there was no patient involved and disconnecting the internal battery resolved the issue. A root cause for the reported event was an inconsistency with the power button. The root cause of this inconsistency was not conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6) and the console was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual (rev. M) section 4 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that an s3 error message was received due to electronic hardware failure and the system was not switching off. The issue solved after troubleshooting. It was communicated that there was no patient involved, and no motor involved. The console was unplugged, and the internal battery was disconnected which resolved the issue.